Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a trial patient. It was reported that the paperwork stated that the patient could shower after 48 hours. They showered, but then the device would not connect. They tried taking the batteries out to reset it, but it still would not connect. They confirmed that there was a screen 13 and confirmed that the external neurostimulator (ens) battery level on the screen was empty. It was noted that the patient had an appointment with a healthcare professional (hcp) the day after the report. The trial started on (B)(4) 2016. There were no symptoms reported.